Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the black box showed power on reset events. The pump was returned with no evidence of moisture behind the display. The pump powered up properly and maintained power. A leak was found in the pump casing. The pump was opened to find moisture on the battery canister. The pump was run for 24 hours and no power losses occurred. The power issue was not duplicated. Unrelated to the original, complaint, the display was dim with a red hue.